Manufacturer narrative:
Device evaluation: one used device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed or duplicated. The probable cause was unable to be determined due to malfunction wasn't duplicated.

Event description:
It was reported that the admin set came apart at the filter due to a possible tear. There was patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.